Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without device return or additional information the clinical observation cannot be confirmed and root cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 19mm aortic pericardial valve was explanted due to unknown reasons after an implant duration of approximately four (4) years. A 19mm bioprosthetic valve was then implanted. It was learned that the patient expired post implant of the 19mm bioprosthetic valve due to unrelated issue. No additional information was provided.